Event description:
Iab was inserted under fluoro. It was determined that iab was too low and they attempted to advance iab but it wouldn't. They went back under fluoro but still could not advance iab. They started pumping but got kinked catheter alarms. Iab was exchanged. There were no pt. Complications.